Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that while impacting the liner into the cup, the blue plastic handle fractured in half. No fragments were reported to have fallen into the patient and no delay was reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of 0001822565-2016-04801. The initial report was submitted in error and should be voided.